Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Customer's blood glucose level was 185 mg/dl. Reportedly, the customer was able to load a new cartridge successfully and resume insulin delivery.